Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 32.7 cm to 32.8 cm from the distal tip consistent with friction to the device can. This is consistent with the observation from the field of noise anomaly. Other damages were consistent with procedural damages.

Event description:
It was reported that the patient was hospitalized with syncope. Upon interrogation, noise was observed on the atrial lead. The noise was not reproducible. It was not certain if the patient experienced syncope because of the lead noise or due to another reason. The atrial lead was explanted and replaced. The patient¿s condition was stable before and after the procedure.